Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 480 mg/dl at the time of incident. Troubleshooting found that the o ring is missing and plastic pieces peel off from the pump at the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corner, and minor scratches on the display window.